Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a (B)(6) connection issue between the transmitter and g5 mobile application. Patient was advised to check settings, forget other (B)(6) devices in (B)(6) device settings, ensure all background applications are closed, insert 2nd sensor, and re-pair the transmitter which was unsuccessful; a connection was not established. Patient then replaced the transmitter and was successful at establishing a connection. No additional patient or event information is available.